Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear needle did not withdraw in the first instance following injection. The following information was provided by the initial reporter: from reporter "risk of sharp injury, needle did not withdraw in the first instance following injection.". No contact details available yet, hence no more information/photos have been requested.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear needle did not withdraw in the first instance following injection. The following information was provided by the initial reporter: from reporter "risk of sharp injury, needle did not withdraw in the first instance following injection.". No contact details available yet, hence no more information/photos have been requested.

Manufacturer narrative:
H.6: investigation summary: unconfirmed: no sample/evidence provided.